Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(6), that it was found the subject device automatically went off and then rebooted and there was no image on the subject device. The subject device had been returned from the user because the subject device sometimes was not worked. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus thailand but could not duplicate the reported phenomenon. However the subject device did self-restart occasionally. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified since there was no abnormality at olympus thailand inspection. If additional information is received, this report will be supplemented.